Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Result: the review of the manufacturing paperwork verified that the lots met all pre-release specifications. Explanted device(s): (B)(4).

Event description:
On (B)(6) 2011, the patient was being treated for an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. Upon removal of the sheath, the right common iliac was torn. A gore viabahn and an iliac extender component were implanted to seal the tear; however, it was unachievable. Both devices were explanted and discarded and the patient underwent a femoro-femoral bypass with an additional gore viabahn and iliac extender component. The patient tolerated the procedure.